Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements >2,500 ohms with a recent threshold measurement of 2.6v@0.4ms and sensing at 2.6mv. Five months earlier, the impedance measurement was 841 ohms and threshold was 0.9v@0.4ms and sensing was 4.4 mv. The health care professional (hcp) tested multiple vectors and found that lv tip to right ventricle (rv) was 551 ohms and lv ring to rv was 510 ohms and both had threshold measurements of 0.7v@0.4ms with sensing in the 3-5 mv range. This lv lead remains in service at this time. The plan was to go with either the lv tip to rv or lv ring to rv vectors and wait until battery replacement in approximately one year to address the lv lead. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.